Manufacturer narrative:
The procedure was laser assisted cataract surgery. The customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. A surgeon reported that during phacoemulsification the patient experienced a posterior capsule (pc) tear. The patient's pupil significantly constricted right after to approximately 3.5 - 4.0 mm. The surgeon chose not to use any devices for pupillary dilation, so visibility was impaired. An anterior vitrectomy was performed. The intraocular lens (iol) was implanted in the sulcus. On the follow up visit the patient has noted "lots of floaters". The patient was referred to a retina specialist to remove the piece of nucleus. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Prod no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2015. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during the phacoemulsification phase of a laser assisted cataract extraction with intraocular lens implant procedure the patient experienced a posterior capsule tear (pc tear)). It was noted that the laser portion of the procedure was uneventful, however, the patient's pupil significantly constricted right after to approximately 3.5 - 4.0 mm. The surgeon chose not to use any devices for pupillary dilation, so visibility was impaired. An anterior vitrectomy was performed. The lens was implanted into the sulcus. On the follow up visit the patient has noted "lot's of floaters". Additional information has been requested, but none has been received to date.